Event description:
It was reported that the device was used during a bilateral laparoscopic inguinal hernia repair. It was reported by the rep that the lower jaw of the clip applier broke off in the pt during normal operation of the instrument. There was no consequence to the pt.